Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found that the lead was returned in three pieces. The insulation was abraded at multiple locations. The abrasions were consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.